Event description:
Caller reported an alarm indicating an occlusion event that occurred, causing the customer's blood glucose level to read as "high," a specific value was not provided. Elevated blood glucose was address with a manual dose injection. The customer changed pump supplies and resumed insulin therapy.